Event description:
Adverse event(s): "seeing the appearance of dark shadows at night" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported "seeing the appearance of dark shadows at night" following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info has been requested. (B) (4). (B) (4).